Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgery, the surgeon was using a medtronic generator along with a competitor's bovie needle tip when they encountered a spark and a small flame in the operating room. The staff removed the tip and replaced it with a regular bovie tip, and again encountered sparks and a small flame. The generator's settings was set at 30 cut and 30 coag when the sparks and flame occurred. Then it was turned down to 20 cut and 20 coag with the same results. The medtronic generator was removed by the staff and replaced it with another electrosurgical unit and placed the second bovie tip with it and there was no additional sparks or flame occurred. No patient harm.